Manufacturer narrative:
Several attempts were made to contact the user facility with no reply. The device was stated to be available, however with no reply from the user facility it was impossible to coordinate a return before the 30 day deadline for filing of this MDR. The hyfrecator operators manual states: "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any excess fluid pooled in these areas should be removed before the equipment is used. Attention should be called to the danger of ignition of endogenous gases. Some materials, for example, cotton, wool and gauze, when saturated with oxygen may be ignited by sparks produced in normal use of the hyfrecator 2000."

Event description:
Alcohol wiped was used prior to injection of local anesthetic on scalp the excise cyst. Chlorhexidine antiseptic solution was applied to 4x4 gauze and used to cleanse scalp area prior to incision. Approximately 3 mins passed prior to using hyfrecator at power level 10 for bleeding control. A spark and flame was noted on the gauze pad that was in use to 'dab' the excision area. The pad was dropped to the floor immediately and extinguished. The patient's hair that was short and 'spiked' with hair product, was noted to be singed on the end in the area of the excision. Site was stitched, cleaned and scalp inspected but no sign of any harm observed. Several attempts were made to contact the user facility with no reply. The device was stated to be available, however with no reply from the user facility it was impossible to coordinate a return before the 30 day deadline for filing this MDR.